Event description:
The device was implanted on (B)(6) 2015. Reportedly, upon device interrogation on (B)(6) 2015, a reset warning message was displayed on the programmer screen (stating that the last date was on (B)(6) 2015 at 04:21).